Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient had several reprogramming with a little relief. The patient underwent an explant procedure. The explanted ipg and paddle lead were discarded.